Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that the device does not hold a charge for longer than two hours before use. After charging unit overnight, it would only stay on for two hours. The customer reported trying to troubleshoot, but it did not help. There are no known impact or consequences to patient.